Manufacturer narrative:
Ts reviewed the logs which did not show any hardware issue. The reason for the discrepant results might have been low positives, mucoid samples, or point contamination. Customer retested the samples and on retest only one sample (the strongest positive) retested as positive and was reported as such. Ts provided the log review information to customer. Customer wanted to know what to do with the sample which retested as negative. Ts informed customer that the package insert does not provide guidance on this and would be up to their management and scientific advisors to make that decision. Customer reran the samples. No further action is required from hologic.

Event description:
Customer reported they inadvertently double ordered the sars-cov-2 tma tests that were done on the panther instrument sn (B)(4). Customer double ordered racks of samples in instead of a single order. There were two discrepant results on wl 000319-20220120-09 using assay lot 315936.